Manufacturer narrative:
Follow-up #1: date of submission: 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: investigators were unable to adequately investigate the pump and confirm or duplicate the original complaint due to a secondary issue in the form of eeprom failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The pump was emitting unknown call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.